Event description:
Medical low airloss mattress replacement was incorrectly placed over the pre-existing hosp frame mattress in opposition to instructions on both the footboard mounted pump and user's manual instructions for use, item #1. Apparently the retaining straps for securing the mattress to the bedframe were also not used and/or capable of being used because of the added height of the underlying mattress. It is claimed in a summons received 6/01 that as a result of using co's product the pt became wedged between the mattress presumably co's, not the underlying mattress and the bed side rails causing asphyxiation of the pt.